Manufacturer narrative:
Section d6a, if implanted, give date: not applicable. There's no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There's no indication the lens was implanted. Hence, not explanted. The device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, the customer did not provide it. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the johnson and johnson(jnj) preloaded intraocular lens (iol) had a bent haptic and would not move forward. The preloaded device did not touch the eye. The procedure was completed with a backup lens. There was no capsule tear, vitrectomy, or sutures. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: aug 8, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint lens, handpiece, handpiece tray, folding carton, patient stickers, and implant notification card were received. The complaint lens was observed to be stuck in the cartridge of the handpiece device. The leading haptic was observed to not have completely folded and was returned in a bent state inside the cartridge. Trace amounts of viscoelastic residue was observed which suggests an inadequate amount of ovd was used during loading and insertion which may have contributed to the complaint issue. The stuck lens was not removed from the cartridge to avoid introducing additional damage unrelated to the return condition of the lens. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.